Manufacturer narrative:
(B)(4). Report source: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: disassociation of the constrained liner of the right hip arthroplasty. There is no radiographic evidence of cup loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03704, 0002648920 - 2021 - 00463, 0001822565 - 2021 - 02492, 0001822565 - 2021 - 02495. Previously incorrectly reported under MFR 0001822565 -2021 - 02493.

Event description:
It was reported the patient underwent a hip procedure. Subsequently, the patient was revised due to loosening of cup 2 days post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.